Manufacturer narrative:
(B)(4).

Event description:
It was reported that the concentration "(too large)" could not be programmed of the new drug (fentanyl) but programmed what was allowed and a bridge bolus, it was then realized that this could cause an adverse event for the patient. The device system was also used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, product type: catheter; product ID: 8840, product type: programmer. (B)(4).